Manufacturer narrative:
Additional information was received which indicated that the physician's opinion on the cause of the adverse event was that the proximal shaft-visualizing electrodes of the ablation catheter were located close to the proximal portion of the conduction system at the (lv) left ventricle aspect of the interventricular septum. The unexpected adverse event might be accompanied by leakage of the current through these electrodes during (pf) pulsed field energy delivery. The catheter used was confirmed to be thermocool smarttouch with product code of d132705. It was reported that they used the correct electrodes associated with the distal thermocool smarttouch (stsf) catheter poles connected to the generator during ablation energy delivery. The same stsf catheter was connected to a competitor pfa (pulsed field ablation) generator (cardiofocus, centauri system). There was no error for current leakage during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31824514m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch catheter, the patient experienced av block treated with permanent pacemaker placement. The report indicated that after one ablation with pulsed field ablation (pfa) (smarttouch + cardiofocus pfa generator) far from the guidance system, an av block is formed. It is possible that the pulse (partially) was emitted by the proximal shaft electrodes of the ablation catheter. These shaft electrodes were probably located near the guidance system in the left ventricle (lv) septum. The event occurred following retrograde lv access with thermocool smarttouch ablation catheter for a pvc procedure. A permanent pacemaker was placed immediately after detection of av block. Although it is possible that the av block will recover after an hour, the hospital decided to place a pacemaker immediately. The patient was stable and did not require extended hospitalization.